Manufacturer narrative:
The customer¿s report that the smartsite extension set 0.2 micron low protein filter broke was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection noted the set was broken at the engagement between the micron filter¿s inlet port and tubing. Closer inspection under magnification observed that the inlet spigot of the filter was broken off and remained lodged inside the tubing. A white section was observed on one portion of the damaged filter spigot. This white area is an indication of stress and coincides with the corresponding point of breakage/stress on the portion of the spigot remaining within the tubing. No other damages, tool marks, or anomalies were observed with the set and its components. Functional testing was deemed unnecessary due to the broken set and the obvious leaking that would occur. The root cause of the filter inlet spigot break is identified as a supplier assembly, handling, and shipping processes in addition to a manufacturing assembly issue involving excess solvent application at the affected engagement.

Event description:
It was reported that a smartsite extension set 0.2 micron low protein filter broke right after attaching. It came apart at the juncture of the filter and the short end of the tubing that would attach most proximal to the patient. The rn was priming the IV tubing at a med-cart. The filter tubing was attached to a two-port primary IV tubing and when the saline reached the filter, the tubing just popped off and saline dripped all over. There was no chemotherapy involved. There was no patient harm. Although requested, there is no further patient or event information available.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a smartsite extension set 0.2micron low protein filter broke right after attaching. It came apart at the juncture of the filter and the short end of the tubing that would attach most proximal to the patient. The nurse was priming the IV tubing at a med cart. The filter tubing was attached to a two port primary IV tubing and when the saline reached the filter, the tubing just popped off and saline dripped all over. There was no chemotherapy involved. There was no patient harm.